Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that there were several episodes of audible ¿beeps¿ and speed drops below the set low speed limit while the patient was connected to the power module. The patient was asymptomatic during the event. It was reported that the ¿beeps¿ occurred when the patient was bending forward. The patient had gained some weight since implant and had fallen on the system controller at an unspecified time. The manufacturer''s technical services team performed a percutaneous lead evaluation with subsequent external percutaneous lead replacement.

Manufacturer narrative:
The report of low speed hazard alarms was confirmed through the evaluation of the submitted system controller log file; however, percutaneous lead (lead) wire damage could not be confirmed based on the evaluation of the replaced portion of the lead. Approximately 11¿ of the external portion/distal end of the lead was returned for further evaluation. Review of the submitted system controller log file revealed several low speed hazard events that all appeared to have occurred while the patient was connected to a tethered power source. Electrical continuity testing of the returned portion of the percutaneous lead did not reveal any discontinuities or shorts. Visual inspection of the lead found each wire¿s insulation to be intact. The lead was submerged in a saline bath for hipot testing to check for current leakage through the insulation but no areas of compromised insulation could be confirmed. Evaluation of the returned portion of the percutaneous lead could not confirm a device-related issue. Based on the manufacturer¿s experience and historical data, these events appeared to be potentially related to compromised wires in the percutaneous lead; however, a specific cause for the events could not be determined without a full evaluation of the device. The patient remains ongoing and continues on lvad support with no further issues reported. A review of the device history record revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
Information was requested but not provided (B)(4): the patient remains ongoing and continues on lvad support with no further issues reported; however, the replaced portion of the percutaneous lead was returned to the manufacturer for evaluation. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.